Event description:
It was reported that when the gantry rotation switch was engaged the c-arm performed a full rotation. No injury reported. A field engineer was dispatched to the site and determined the left and right c-arm switch assemblies needed to be replaced. Once this was completed the system was working as intended.